Event description:
Received a report that the "database was not maintained" on the site's dell handheld computer following a 7.1 software upgrade, indicating a possible software malfunction.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.